Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the active electrode array being extra cochlear. Reportedly, it is not clear if and how many electrodes were left outside of the cochlea at first implantation. The patient suffers of mondini malformation, which might have contributed to the observed issue. This is combined initial and final report.

Event description:
The recipient's hearing performance was not good after implantation in 2014. The user has been with poor benefit from the device for three years, during which several fitting options were tried with no success. The recipient has been re-implanted.